Event description:
During a t4-ilium psif procedure, the tip of the hexagonal screwdriver shaft broke off into the screw head while placing the right l4 screw. Surgeon could not remove the tip of the screw. The tip of the screwdriver shaft remains lodged in the l4 screw head implanted in the patient. This is 1 of 2 reports for this event.

Manufacturer narrative:
The DHR was reviewed and no issues were found during manufacture that would contribute to this complaint. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment. Product development evaluated the device. The instrument tip was broken approximately 2.5mm from the tip adn the remainder of the 3.0mm hex was twisted extensively. The distal end of the shaft was bent laterally and there were circumferential scratch marks approximately 10mm from the tip. There is no sign of corrosion or other damage to the instrument shaft; a functional evaluation of the device was not possible. The 3.0mm hex portion of the instrument has the smallest cross section of the entire instrument and high torsional forces in this section would result in high stress. The instrument is constructed of 440a which is a common, high strength, instrument material. It can be inferred that a large amount of lateral load may have been placed on the driver during screw insertion as the driver tip is bent. Manufacturing evaluated the device and noted the fracture face is homogeneous which indicates material conformity.